Manufacturer narrative:
The customer¿s report of leak at connection was not confirmed. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. The connection between the spiros spike adaptor tubing and drip chamber spike was inspected and found no signs of bad connection or defective material. No other anomalies were observed on the set. Functional and pressure testing resulted in the set flowing freely and showed no signs of disconnecting, leaking or occlusion while the tubing was manipulated at each engagement. The root cause of the customer¿s report of leak at connection was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the seal connection to the spiros from the tubing was defective so chemo leaked on the bed and on the patient. This is a smartsite infusion set used in an alaris pump module that would not lock onto the spiros - actually there are two sets of tubing this happened with 0 causing leakage of chemo."